Event description:
Had essure contraceptive coils inserted in (B)(6) 2010 without incident. Had hsg in june 2010 and confirmed that tubes were 100% blocked. In (B)(6) 2013 discovered that I was pregnant, and that the coil from my right tube was now in my cervix. Had d and c abortion and removed right coil on (B)(6) 2013. Left coil remains in place.